Manufacturer narrative:
The customer contacted physio-control and advised that after replacing the therapy connector assembly, proper device operation was observed through functional and performance testing. The device has since been returned to the end user for use.

Event description:
The customer reported that their device was unable to detect a connection to the therapy connector assembly through the hard paddles assembly or the therapy cable assembly. There was no report of any patient involvement with the reported failure.

Manufacturer narrative:
(B)(4): physio-control provided the part numbers to the customer for a replacement therapy connector assembly, transfer relay and the inductive resistor assembly. Physio has not received any additional information from the customer regarding the repair of this device. The device has not been returned to physio-control for evaluation.